Event description:
The patent was successfully implanted with a gore excluder aaa endoprosthesis in 2005. The patient was lost to follow up and had a CT scan (date unk) which showed an artifact slightly proximal to the graft and continuing through the graft to just above the end of the ipsilateral limb. A review of the films revealed the distal olive and braided shaft of the delivery catheter became disconnected during withdrawal of the delivery catheter and remains in the patient. There has been no injury to the patient and the aneurysm has been shrinking. The physician has chosen to monitor the patient, a reintervention has not been scheduled.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices used during original procedure: pxc201400, pxc201000, pxc201000.